Manufacturer narrative:
Product is an instrument and not implantable. Requests have been made for the return of the product. Device manufacture date is unk. Evaluation is pending.

Event description:
The sales representative reported that the driver is slightly bent and wobbles. Additional information received from the sales representative on 19 may 2009. On the month prior, the surgeon was performing a plif. The surgeon was dissatisfied with the sequoia polyaxial screw placement and was backing it out to reposition. While working with this screw, the surgeon was using the modular screwdriver attached to a drill. The sales representative reported that the surgeon was using a great deal of pressure on the driver. When the surgeon was trying to put the screw back into position, he was unable to seat the driver properly. The driver appeared bent and wobbly as the surgeon tried to reposition the polyaxial screw. He then removed the screw and replaced. The surgeon was able to use the other driver in the kit to insert the second screw. It was also bent and wobbled. The surgeon completed the surgery with the two bent drivers and there was a minimal surgical delay.